Manufacturer narrative:
The MFR's service rep performed an on site investigation. The hard drive was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.